Event description:
It was reported by patient that, "she has been experiencing constant pain since she received her total knee replacement. Patient does take pain medicine that helps with some of the pain, but not too much.

Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No evaluation will be performed. If device becomes available with additional information a supplemental report will be issued.